Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The three year follow-up ultrasound showed the presence of a type iii endoleak. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The reported type iiia endoleak was only seen during the 3 year follow-up, compared to the type ii endoleak that was seen at the 6 month, 1 year, and 4 year follow-up. The physician decided to review the 3 year follow-up CT and determined that it is actually a type ii endoleak. No re-intervention is planned regarding the type ii endoleak and no additional patient sequelae has been reported.

Manufacturer narrative:
Device remains implanted.